Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis showed ventricular high rate episodes recorded with apparent noise oversensing seen on the stored electrograms.

Event description:
It was reported that upon interrogation, noise was observed on the right ventricular lead. The physician was notified and was unable to replicate the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.